Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the proximal lad and one in the mid lad. It is reported that the second endeavor sprint rx implanted in the proximal lad was to treat complications of a dissection after the initial stent implantation. Pt was asymptomatic / free of symptoms at 30 day, 1 year and 1.5 year follow ups. It is reported that the pt suffered an ischemic stroke approx 20 months post index procedure. The pt suffered a transient ischemic attack and was treated with previscan. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist. Investigator indicated that the event was not related to the study stent. Pt was taking asa but was not taking clopidogrel 24 hours before the event. Pt was asymptomatic / free of symptoms at 2 year and 2.5 year follow ups. Reference MFR report numbers 9612164201101045 and 9612164201101047.

Manufacturer narrative:
(B)(4).